Event description:
It was reported that during initial implant procedure, the right atrial lead could not be fixed. The lead was not used. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.